Event description:
During the procedure and upon attempting to use a cordis guiding catheter, it was found to be broken which made it impossible to be used in the patient

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.this device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the device was not broken; it was kinked/bent along the shaft/curve when the package was opened. The procedure was successfully completed with another device. The product was inspected prior to use it was noticed that there are bending marks in the packaging. Therefore, the reported event no longer meets the criteria of a malfunction that requires reporting via a 3500a form. No additional information is available and therefore no further reports will be submitted for this device.